Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was placed in the ventricular median septum, the helix extended after 10 rotations, but the threshold values were high. The physician repositioned the lead, and attempted to retract the helix, but after performing more than 30 counterclockwise rotations, the helix mechanism could not be retracted. The physician elected to abandoned the lead, and used a competitors lead to complete the procedure. Normal threshold values were observed. No adverse patient effects were reported.